Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative stating the extension was determined to be the cause of the lower impedances

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported the cause of the extension issue leading to low impedance was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator for the treatment of essential tremor and movement disorders. It was reported the impedances were lower but there was no short. During the call the electrode impedances were run at a higher amplitude and troubleshooting resolved the reported issue. No symptoms or complications were reported or anticipated.